Manufacturer narrative:
H1 - malfunction corrected to serious. Claim # (B)(4).

Event description:
The reporter indicated that while attempting to implant a 12.6mm vticm5_12.6; -6.50/3.0/096 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od), it was indicated that the lens had flipped upside down. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: one similar complaint type events reported for units within the same lot.claim#(B)(4).

Manufacturer narrative:
B5 - the reporter indicated that while attempting to implant a 12.6mm vticm5_12.6; -6.50/3.0/096 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) as a replacement lens, it was indicated that the lens had also flipped upside down and had elevated iop. The lens was implanted and removed intraoperatively within the initial surgery. On (B)(6) 2023 the lens was replaced with a same model and length lens. This resolved the problem. Status of the eye is "asymptomatic". Claim # (B)(4).